Manufacturer narrative:
Legal documents summary notes 6 pseudotumors, 2 alval, and 4 with some symptoms that are unaccounted for within the 58 patient description. (B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06410, 0001825034 - 2017 - 06411, 0001825034 - 2017 - 06412, 0001825034 - 2017 - 06413. Concomitant products: unknown head p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown, unknown cup p/n unknown l/n; unknown liner p/n unknown l/n unknown. The device has not been returned for evaluation at the time of this reporting. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is experiencing elevated metal ion levels, pain, and difficulty walking. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.